Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl. It was reported that the patient received an unknown treatment from a healthcare provider. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device malfunction or use error could not be rule out as a contributing factor to the alleged health event.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2016-additional information: on 01/27/2016, the reporter contacted animas alleging the patient¿s hospitalization was due to a bent cannula issue with an unknown infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. There was no indication or allegation of a cartridge or insulin pump use error or malfunction.